Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from october 25, 2018 - october 29, 2018. H10: the device was received containing approximately 80 ml of fluid in the bladder. Visual inspection was performed using the naked eye which revealed leak/backflow at the fill port after the fill port cap was removed. Further inspection was performed which revealed that the cause of leak/backflow was due to a glass fragment measured to be 2.00 square mm, lodged under the device check band. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of india ce multi-rate infusors leaked. The event was further described as ¿leakage of medicine from the filling port of the infusor after removing the syringe from the port after filling the medication¿. There was no patient involvement. No additional information is available.